Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes cap comes loose and cause blood to splatter. This issue occurred during use. The following information was provided by the initial reporter: tube cap comes loose causing blood to splatter on staff¿s clothes. Due to the exposure, we received an official call from the hospital management center to complain. It happened all the abnormal situation as above. It was confirmed that user executed the vacuum collection without opening the cap to collect the blood specimen.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes cap comes loose and cause blood to splatter. This issue occurred during use. The following information was provided by the initial reporter: tube cap comes loose causing blood to splatter on staff¿s clothes. Due to the exposure, we received an official call from the hospital management center to complain. It happened all the abnormal situation as above. It was confirmed that user executed the vacuum collection without opening the cap to collect the blood specimen.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure modes for closure separation and stopper pop off were observed, as the hemogard shield had separated from the stopper and the stopper has come out of the tube with blood spilling out. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issues of closure separation and stopper pop off were not observed. There were no issues with the hemogard closure assembly being loose or separating during or after the functional testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of closure separation and stopper pop off with the provided photos; however, there were no issues observed in the retention testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.